Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
The patient reported that he dropped his pdm (personal diabetes manager) as he was getting out from his car last night. After about five minutes the pdm started beeping and gave an error message and pressed okay. After that, the pdm started beeping in and out and after some time the pdm just started beeping continuously. At that point the patient removed the batteries and let them stay out for some time before putting them in once more, but that didn't help either. He went to the hospital with high bg levels (exact bg levels was not reported). At the hospital they treated him with a manual injection of long-acting insulin with an insulin pen. They also gave him 4 to 5 insulin pens until he get his replacement pdm.